Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the stylet failed to be removed from the left ventricular (lv) lead. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.